Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample yielded a false negative test result using biotestcell 3 on one tango optimo (tango #1) at his site. A new draw of the same patient was tested on a second tango optimo on his site (tango #2) and yielded a positive result. An anti-jk(b) was identified. The customer retested the first patient sample on the second tango ( #2) and got a positive result. The customer advised to send in the patient sample and the supposedly defective product biotestcell 3 for investigational testing. Our quality control laboratory is still waiting for the material. The affected tango optimo (#1) was checked by our field service engineers. Evaluation of the data is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample yielded a false negative test result when tested with biotestcell 3 on one tango optimo (tango #1) at his site. A new draw of the same patient was tested on a second tango optimo on his site (tango #2) and yielded a positive result. An anti-jk(b) was identified. The customer retested the first patient sample on the second tango ( #2) and got a positive result. The customer did neither return the patient sample that had caused the false negative test result nor the supposedly defective product. Therefore our quality control laboratory tested their retained sample of biotestcell 3 with different samples and controls on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo (tango #1) was inspected by our field service engineer. One syringe was replaced and the result camera was replaced, too. A post service performance procedure was performed and the instrument found to be working again within its specification.